Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd point-of-use sharps collectors there were missing lids. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: when I received it today, I was missing lids for all 5 units.

Manufacturer narrative:
Investigation summary no product was returned by the customer. Photos representation was provided for the complaint. It was reported by the customer that the sharps container were missing lids. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (2263944) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months.according with this investigation, there is not enough information provided from customer like pictures of original packaging, however with picture provided we are able to verify the lot number 2263944 and confirm that this product was manufactured by flex on september 20, 2022. Within complaint report, it¿s mentioned that customer reported that sharps containers were missing lids. Based on information provided, it wasn¿t possible to determine the root cause like a failure mode related to the manufacturing process since there was not enough information provided like a picture from original packaging, method used to handle material, shipped partial sells and storage controls of the remaining product within distributors facilities to perform an exhaustive investigation. Additionally, the current controls were verified and confirmed as able detect missing components and based on the lot number provided, we were able to confirm that every single box manufactured was greater than the lowest validated weight limit.

Event description:
It was reported while using bd point-of-use sharps collectors there were missing lids. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: when I received it today, I was missing lids for all 5 units.